Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level increased to above 250 mg/dl while wearing the pod between 37 and 48 hours. Upon removal from the abdominal infusion site, the pod¿s cannula was found to be blocked. The patient also reported experiencing severe pain at the injection site and heavy bleeding, which clogged the cannula; the bleeding continued even after the pod was removed. As treatment, a new pod was placed.

Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed. No timeouts or drive stalls were observed. No problems were found regarding the reported obstruction of flow complaint. Inspection of the device found no damages or defects that would contribute to pain during insertion. The cause of the reported event could not be conclusively determined. Blood was observed on adhesive pad. Inspection of the formed needle found no issues that would contribute to the bleeding. The cause of the bleeding and bruising could not be determined.